Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported to the distributor that the end of the catheter was sharp and caused bleeding. No additional information or specific details were provided. The distributor stated that no medical interventions were reported. No photographs depicting the reported issue were provided.

Manufacturer narrative:
Manufacturing date corrected from (B)(6) 2018 to (B)(6) 2018. The product was manufactured under product specification. A batch record review was conducted resulting in the following: the urinary catheter in question was manufactured under ref code (B)(4), sap material ID (B)(4) and manufacturing lot # 8d04898 in c2 in amount 112 320 pcs. The catheters were assembled under subassembly lots #8d03914 on machine a099. Lot # 8d03914 was produced in april 2018 and then packed in peel packs (pouch) under lot 8d04898 from 28 of april to 2nd of may 2018 on packaging machine p016. The production process run according to the process instructions. The product was packed according to the instruction for packing. Lot 8d04898 was sterilized. 100 % visual inspection and tactile test performed according to test method and was carried out during the lot production ¿ no sharp edges or visual defects are allowed. Two operators perform inspection: 1. First operator performs inspection of all visual defects and tactile test of catheter tip. 2. Second operator performs 100 % inspection of eyelets smoothness. Results of inspection are recorded in relevant forms. Review of the device history record(s) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No samples or photo was received to the complaint. A query was run against part number 451567 for this malfunction on january 17th 2019, which yielded one occurrence within two years. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4), manufacturing site: 3005778470.

Event description:
To date no additional patient or event details has been received.